Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needles bending occurred during use with pn 32g 4mm 5b xtw easyflow la. The following information was provided by the initial reporter, patient called to report possible quality deviation on bd ultra- fine 4mm easy flow needles. He has been using bd needles for two years, but he has always used bd ultra-fine 4mm nano pentapoint needles. He reports that in this batch of easy flow there was a lot of pain and difficulty at the time of application, even bending some needles. She mentions that even her daughter realizes the difficulty at the time of applying. Apply (once a day) to abdomen and arms. It rotates. We guide the application on the thighs and buttocks for a better caster. The deviation occurred around 50 needles in the lot (not sure how many bent)."